Manufacturer narrative:
Investigation summary: it was reported that the patient was in the ep lab for completion of a right atrial flutter procedure and a cavotricuspid isthmus (cti) line ablation. A soundstar® eco diagnostic ultrasound catheter was used for ultrasound as well as a webster ® cs catheter with ez steer® thechnology and auto ID and a smart touch bidirectional ablation catheter which were used for mapping. The patient was in atrial flutter and the arrhythmia was mapped using the thermocool® smart touch® sf bi-directional navigation catheter. No ablation was performed. As the physician was preparing to start ablation, it was noted that the patient¿s blood pressure had dropped significantly. The soundstar® eco diagnostic ultrasound catheter was still inside the patient¿s body and was used to check for an effusion; however, no effusion was confirmed. The echo team was called into the room to further evaluate the potential cause of the blood pressure dropping. The rhythm did not appear to change but blood pressure was not recovering and the patient then went into cardiac arrest. The patient was unable to be resuscitated and expired. After approximately one hour, it was announced the patient had expired. At no point during the case did the physician complain about product or use. There was no mention of any product malfunction. After the patient expired, there was thought that the patient may have suffered a pulmonary embolism though this was not confirmed. Based on the initial information that was received, this device was not reportable as there was no information provided stating that this device was in use during the procedure. However, based on the additional information that was received on march 20, 2020, it was confirmed that this product was inside the patient¿s body and was used during mapping. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30310448m number, and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the malfunction remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # pc-000648432.

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has three complaints that are related to the same incident. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent a right sided atrial flutter (r-afl) ablation procedure with a soundstar® eco diagnostic ultrasound catheter, a webster ® cs catheter with ez steer® technology and auto ID, and a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and resulted in death. When the diagnostic portion of the procedure was completed (while using diagnostic catheters only), the patient¿s blood pressure dropped drastically. The soundstar® eco diagnostic ultrasound catheter was still inside the patient¿s body and was used to check for an effusion; however, no effusion was confirmed. The echo team was called to the room to further evaluate the potential cause of the drop in the patient¿s blood pressure. The patient then went into cardiac arrest. Code was called over hospital intercom, and cardiopulmonary resuscitation (CPR) was performed. After approximately one hour, it was announced that the patient had expired. The physician¿s opinion regarding the cause of the adverse event is that it was patient condition related, since the patient was an inpatient that had been experiencing flutter for an extended period along with other medical conditions that were not specified. Radio frequency (rf) was not delivered. Additional information was received on march 20, 2020. It was reported that the patient was in the ep lab for completion of a right atrial flutter procedure and a cavotricuspid isthmus (cti) line ablation. A soundstar® eco diagnostic ultrasound catheter was used for ultrasound as well as a webster ® cs catheter with ez steer® technology and auto ID and a smart touch bidirectional ablation catheter which were used for mapping. The patient was in atrial flutter and the arrhythmia was mapped using the thermocool® smart touch® sf bi-directional navigation catheter. No ablation was performed. As the physician was preparing to start ablation, it was noted that the patient¿s blood pressure had dropped significantly. The soundstar® eco diagnostic ultrasound catheter was still inside the patient¿s body and was used to check for an effusion; however, no effusion was confirmed. The echo team was called into the room to further evaluate the potential cause of the blood pressure dropping. The rhythm did not appear to change but blood pressure was not recovering and the patient then went into cardiac arrest. The patient was unable to be resuscitated and expired. After approximately one hour, it was announced the patient had expired. At no point during the case did the physician complain about product or use. There was no mention of any product malfunction. After the patient expired, there was thought that the patient may have suffered a pulmonary embolism though this was not confirmed. Based on the initial information that was received, this device was not reportable as there was no information provided stating that this device was in use during the procedure. However, based on the additional information that was received on march 20, 2020, it was confirmed that this product was inside the patient¿s body and was used during mapping. Biosense webster, inc. Became aware that the device was in use on march 20, 2020 and therefore, the awareness date is march 20, 2020. The biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, there was no visual damage or anomalies observed.